Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days after the lead implant, the lead was dislodged and pacing failure occurred intermittently. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.